Event description:
It was reported that customer's insulin pump had a button error. The buttons are unresponsive. Customer's blood glucose was normal, but not specified. Medical treatment was not required. No other details were provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.